Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor under infused during a patient infusion. The device had been connected to the patient for an approximate 24 hour infusion which took place at the patient¿s home. The device was filled with flucloxacillin 8g plus citrate buffer in 230ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The lot was manufactured between august 12, 2021 to august 13, 2021. The actual device was not available; however, a photograph of the sample was provided for evaluation.  Visual inspection was performed to the photograph and showed fluid inside the bladder which suggested an underinfusion may have occurred. The reported condition was verified.  By the nature of the sample, no additional tests were performed.  The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.